Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient requested compatibility guidelines for their ins; the MRI is not due to a problem with the device/therapy. Patient initially reported backache/pain at the ins site; the symptoms are related to the device/therapy. They inquired if other patients have experienced a backache after the device was implanted; they are concerned that the device could be causing backache on the their spine. When asked for an event date, the patient said around the time the ins was implanted. Additional information was received from the consumer: the patient said that the ins has been very uncomfortable since two weeks after it was implanted. When laying down it causes her issues. Right now and for the last month to two months she can hardly walk. Patient can't walk by herself she has to use a walker. Patient can't stand to brush her teeth. Patient said she turned the stim off last month. The patient went to their back doctor and they said he back has not changed in six years. Patient was redirected to their device managing hcp to see if the ins was causing the uncomfortableness. It was reviewed it could be the ins and where it is placed. No further patient complications have been reported as a result of this event.